Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that she is having to catheterize more and is voiding more with catheters. No further complications were reported.